Manufacturer narrative:
Correction: h6 health effect impact code.

Event description:
A user facility¿s biomedical technician (bmt) reported that a fresenius granuflo dissolution tank had smoke coming from the control panel. The control panel was burnt, smelled of smoke, had visible smoke, arcing, sparking and flames. The facility¿s smoke detectors did not go off as a result. The issue occurred during use. There was no harm to any patients or individuals because of this malfunction. The machine hours are unknown. The control panel was the original fresenius part on the machine. The tank is plugged in to a hospital grade ground-fault circuit interrupter (gfci) outlet. The bmt reported that there was no damage observed on any other components, or any other additional issues, associated with the burnt control panel. The bmt said that he has been approved for a new mixer. The control panel is not available to be returned to the manufacturer for physical evaluation.

Event description:
A user facility¿s biomedical technician (bmt) reported that a fresenius granuflo dissolution tank had smoke coming from the control panel. The control panel was burnt, smelled of smoke, had visible smoke, arcing, sparking and flames. The facility¿s smoke detectors did not go off as a result. The issue occurred during use. There was no harm to any patients or individuals because of this malfunction. The machine hours are unknown. The control panel was the original fresenius part on the machine. The tank is plugged in to a hospital grade ground-fault circuit interrupter (gfci) outlet. The bmt reported that there was no damage observed on any other components, or any other additional issues, associated with the burnt control panel. The bmt said that he has been approved for a new mixer. The control panel is not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation and an on-site evaluation was not performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The reported event has been confirmed due to signs of burn damage on component..

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility¿s biomedical technician (bmt) reported that a fresenius granuflo dissolution tank had smoke coming from the control panel. The control panel was burnt, smelled of smoke, had visible smoke, arcing, sparking and flames. The facility¿s smoke detectors did not go off as a result. The issue occurred during use. There was no harm to any patients or individuals because of this malfunction. The machine hours are unknown. The control panel was the original fresenius part on the machine. The tank is plugged in to a hospital grade ground-fault circuit interrupter (gfci) outlet. The bmt reported that there was no damage observed on any other components, or any other additional issues, associated with the burnt control panel. The bmt said that he has been approved for a new mixer. The control panel is not available to be returned to the manufacturer for physical evaluation.